Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, a hair was found in the packaging of a roadrunner extra-support bare mandril wire guide upon opening the shipping box. There were no patients/procedures were impacted. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), quality control procedures, and a visual examination were conducted during the investigation. The customer returned a rstf-14-300 to cook for investigation. Physical examination of the returned device showed: visual inspection results, one unused device was received. A hair like fiber was noted in the sealed pouch. In response to this incident, cook completed a review of the device history record (DHR). The DHR for the reported complaint lot revealed one relevant non-conformance for foreign matter in one device, however, the nonconforming product was reworked. A database search for complaints on the reported lot found no additional complaints reported from the field. Although the non-conformance was relevant to the reported failure mode, all non-conforming product was reworked, and there are 100% inspections to capture this non-conformance. Adequate inspection activities have been established, and there are no other lot related complaints that have been received from the field. At this time, cook concluded that no non-conforming product from this lot exists in house or in the field. The product IFU provided the following information: ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggest that this was an isolated incident. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that the cause of this failure is a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: k171948. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a hair was found in the packaging of a roadrunner extra-support bare mandril wire guide upon opening the shipping box. There were no patients/procedures were impacted.